Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 303 mg/dl, 129 mg/dl, and 133 mg/dl. Customer took actrapid based on the result of 303 mg/dl. No adverse event related to the device was reported. Requested return of suspect device, however the customer returned an empty test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The investigation was not able to be completed due to the customer sending in an empty test cassette.